Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they had an appointment this morning with healthcare provider (hcp) and were told to call manufacturer to get a referral to have the spinal cord stimulator explanted. Patient stated the stimulator was implanted on (B)(6) 2024 and when they came to the recovery room the stim was not stimulating his back. Patient said it felt like it was stimulating their bladder and they had it at a high setting. They got a nurse as soon as they could to get the remote to turn it to the low setting because he was being overstimulated and it wasn't stimulating his back. Patient stated the stimulator was stimulating in the bladder region in the front right and it should be on the left side of the back. Patient said they haven't used the device in over a year and haven't charged it and it's not worth it because it is not stimulating the back, it's stimulating the bladder and its been a night in there. The patient was redirected to their he althcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.